Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized with diabetic ketoacidosis. The customer's blood glucose was 568 mg/dl. The customer's symptoms were nausea and vomiting. The customer had changed the infusion set twice before being admitted to the hospital. He was treated with intravenous insulin. The customer was wearing the insulin pump at the time of hospitalization. Nothing further was reported.